Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on cgm. Elevated blood glucose was addressed with manual dose injection. The customer reverted to an alternative method of insulin therapy.